Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4, a flail, and thin leaflets. One clip was successfully implanted. To further reduce tr, an additional clip was inserted and advanced into the right ventricle (rv). However, while positioning and grasping, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a chordal rupture occurred. It was noted that the gripper was not functioning as intended. Therefore, the clip was removed and replaced. One clip was then deployed, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
In this case, returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). The reported difficult to remove from the anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and the reported difficult to remove from the anatomy and single gripper actuation issue cannot be confirmed. Unspecified tissue injury appears to be related to procedural conditions associated with difficulty removing the clip from the anatomy. Tissue injury/damage is listed in the instructions for use as a known possible complication associated with triclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.